Manufacturer narrative:
B3/d10: the issue occurred on an unspecified date in january 2024. Th11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿the connector area of the extension cord unscrewing¿. This was observed during use of the device for peritoneal dialysis therapy; specifically, when the drainage bag is disconnected. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotic treatment. No additional information is available.